Manufacturer narrative:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 638 mg/dl. The nurse stated that the customer has not been in compliance with treating his blood glucose. No further information was provided.

Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. Advised the customer to let the device rests for couple of hours. Instructed the customer to revert to back up plan of manual injections. No further information was provided.